Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrode cutting loop was fractured after 5 minutes of use. This issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure performed on the patient. The electrode was replaced with a similar device and the procedure was continued. There was no harm or injury to the patient.